Event description:
A user facility reported that during a cataract extraction/intraocular lens (iol) procedure, the capsular bag tore. The association between this event and the iol is not known. Additional information has been required.